Event description:
Two lesions were treated. One endeavor rx coronary drug-eluting stent was implanted to the 2nd obtuse marginal for treatment of the target lesion (MFR report 2953200-2009-01232). A second endeavor rx coronary drug-eluting stent was implanted for treatment of a dissection/complication/bailout (MFR report # 2953200-2010-01035). One further endeavor rx drug-eluting stent was implanted in the mid rca. It was reported that an mi occurred on the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up. Approximately 9 months post index procedure, a ptca revascularization (balloon only) of the mid rca was carried out. Investigator indicated that the event was not related to the study stent. Patient was asymptomatic / free of symptoms at one year follow-up stage.

Manufacturer narrative:
(B) (4). Results: myocardial infarction, revascularization.